Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bone biopsy in the greater trochanter, the needle broke. The doctor stated that the patient's bone was very hard like marble, but was able to complete the procedure by using the manual handle. Post scans were done and the needle was visible in the scans. It was left in the patient. There was no surgical intervention and no further patient problems.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a co axial needle with the end broken off. Just before the break, the needle diameter had expanded. Based on this observation and the markings on the needle, it was determined the break was caused by torsional stress. Three needles were pulled from inventory and functionally tested. No breakages occurred during normal simulated use. Breakage could only be reproduced in the cortical sawbone when off axial force was applied during insertion. No lot number was provided by the customer, so no manufacturing records review could be completed. The potential cause is operational context. No further action will be taken.